Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced infusion set cannula kinked at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (560 mg/dl). The infusion set was in use for 3 days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010630 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area for the soft cannula found kinked upon removal from infusion site test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the test report database complaint (B)(4). Complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6010630 was manufactured according to the wi version 75 manufactured in the inset 5, on 02/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010630 and other 1 complaint has been registered in database for the same lot 6007606 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.